Event description:
Healthcare professional reported a lap-band system "band" leak. The leak was first noted when "the port was accessed with a huber needle and there was no fluid in aspirated." During explant surgery, "the port was externalized. No obvious leak in the port was noted to be present. It was accessed, and under methylene blue was instilled and we saw leakage from the band area." It was also noted that "we could not see the hole, but we could see the extravasation of methylene blue." The lap-band system was explanted and replaced.

Manufacturer narrative:
(B)(4). The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."